Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient experienced gradually increasing pain, stiffness, aching, difficulty with mobility, popping, and extreme fatigue. Prior to left hip revision (reported in a separate complaint), patients metal levels were high, and she is still being monitored for her right hip.patient is a resident of (B)(6).update ((B)(4) 2013) - patient fact sheet was received. The part/lot numbers have been updated and the head has been added. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Asr litigation record received. In addition to what was previously alleged, litigation alleges injury, discomfort and weakness and toxicity of metal. It was also indicated that the patient was injured by excessive levels of chromium and cobalt after her blood was drawn and emotional distress. It was reported that this case was dismissed pursuant to cmo-24 and has now been re-opened by the court. Patient's counsel was instructed to file an amended complaint alleging revision.